Manufacturer narrative:
Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The following reports are associated with this event: 0009613350-2020-00173. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient underwent revision surgery due to dislocation. Attempts to obtain additional information have been made; however, no more is available.

Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested but was not available event description: it was reported that a patient underwent revision surgery due to dislocation. Patient was implanted with an avenir stem, bipolar inlay and a biolox head on an unknown date. The hip dislocated and an attempt of a closed reduction was made which resulted in the detachment of head from the inlay. Due to the detachment a revision was performed on an unknown date in (B)(6) 2020. Review of received data: only x-rays have been received for investigation. No other medical data relevant to the case has been received. X-rays: an x-ray review has been performed. The x-ray clearly shows the dislocation. Based on the x-ray the reported event can be confirmed. Product evaluation: visual examination: the avenir stem, bipolar inlay and a biolox head were received for investigation. The head is still attached to the stem and could not be removed, therefore the ref & lot number of the stem remain unknown. On the bipolar components as well as on the stem no obvious signs of a dislocation or anything that could have contributed or triggered the dislocation could be found. On the polyethylene some instrument marks can be seen. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: document review for the head could not be performed due to unknown product identification. Review of the device history records of the bipolar inlay identified the following deviations: ncr(s): 1 part was scrapped due to a damaged surface due to a fall on the floor. The ncr and DHR review showed that all released products met the specifications valid at the time of production. Conclusion: it was reported that a patient underwent revision surgery due to dislocation. Patient was implanted with an avenir stem, bipolar inlay and a biolox head on an unknown date. The hip dislocated and an attempt of a closed reduction was made which resulted in the detachment of head from the inlay. Due to the detachment a revision was performed on an unknown date in (B)(6) 2020. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The visual examination did not reveal any obvious signs of a dislocation or anything that could have contributed or triggered the dislocation. Based on the investigation the reported event can be confirmed. The investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, the cause may be multifactorial with contributing factors from the patient, the implant and the surgical procedure. Based on the lack of available information it is not possible to determine any contributing factors or an exact root cause for the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information which was received on apr 29, 2020 this follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D11 - medical product: bipolar insert, modular, 42/28; catalog no#: 61272842; lot#: 3012076. The manufacturer received product in bm-lab. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient underwent revision surgery due to dislocation. Product was received by manufacturer. Product label was legible.